Manufacturer narrative:
No blood loss nor medical intervention was reported. A gambro field tech evaluated the machine and was able to duplicate the reported condition. Review of the machine data files demonstrated multiple blood pump alarm malfunctions. The gambro field tech repaired the machine which consisted of replacing the blood pump assy and performing a functional check of the blood pump. The co is aware of this machine malfunction relating to the blood pump assy and is working on corrections.